Manufacturer narrative:
((B)(4)) the product was returned for evaluation. It was confirmed that the product itself measured 15 cm instead of 30 cm as labeled. ((B)(4)) the review of the device history records and the investigation performed indicated that the issue is related to human errors occuring during manufacturing steps. The CAPA system has been initiated in order to take appropriate corrective actions.

Event description:
It was reported that the graft has a length of about 10 cm whereas the label indicates a 30 cm length. The product was in the distributor warehouse and was not sold to any hospital. Please note that the event was reported to the designated complaint unit on april 27, 2017. The involved product was received for evaluation on may 30, 2017.